Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-15111. It was reported that patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken wherein leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The complaint of ¿lead migration¿ was not confirmed. This event cannot be confirmed through product analysis testing alone. As received, the two octrode leads had no visible anomalies and passed all functional testing. The cause of reported event is unknown